Manufacturer narrative:
Concomitant medical product: 5076-52 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks. The right ventricular (rv) lead experienced oversensing/ noise and hi gh/undefined pacing impedance. A lead fracture was confirmed. The lead was capped and replaced. No further patient complications have been reported as a result of this event.